Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, requiring repeated presses to wake the screen, and the user had to carry a charger due to difficulty waking the device; the user cleaned the button area, restarted the device, removed the case to test responsiveness, and received additional troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included user-guided troubleshooting and device use optimization steps. Investigation of this case revealed no confirmed device malfunction during the call and no reproducible failure after cleaning, restart, and case removal, consistent with intermittent responsiveness of the physical sleep/wake control and potential case interference. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with possible contribution from external factors such as accessory interference or debris.